Event description:
X-ray unit fell off the wall during use.

Manufacturer narrative:
The wall plate cracked away from the wall, leaving the lag screws in place. The upper and lower pieces of the oval casting were still on the wall with the lag screws. The unit was caught and no one was injured. Remainder of the unit was okay. Sending out a new wall mount with bearings.